Event description:
Rods holding the lower 5 vertebrae are held in place by 4 screws or bolts that were not intended for that use. The screws are too large and rub against muscles incapacitating the pt.